Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic assisted sigmoid colectomy procedure, while transecting of sigmoid colon, surgeon reported that it was very difficult to retract the stapler after firing, but was able to fire successfully. Another stapler was used to resolve the issue. No patient injury.